Event description:
It was reported that the pt was implanted a wagner sl revision 14/190 on the left side on (B)(6) 2014. The surgeon reamed to 14 mm accurately. When implanting the matched size 14 mm stem, the stem went too far down the leg causing the pt to be too short. Due to this, the pt was revised on (B)(6) 2014.

Manufacturer narrative:
The manufacturer did not receive device, x-rays, or other source documents for review, where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available, and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).